Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and opening curved on posterior leak test and microscopic analysis was performed which identified: observed void >1 mm in non-textured, valve-to shell-bond area, opening crease sharp on posterior and striated punctured on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated punctured on posterior due to surgical damage like consist in the use of some surgical tool. An opening crease sharp on posterior due to fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Device was explanted.